Manufacturer narrative:
There is no known patient involvement. PMA 510(k): the heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Correction number: sorin implemented a field safety notice for disinfection and cleaning of sorin heater cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that the sorin heater-cooler system 3t was found to be contaminated during testing. The facility has reported that they are following the water change and disinfection procedure specified in the current IFU. There is no known patient injury/involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t was found to be contaminated during testing. The facility has reported that they are following the water change and disinfection procedure specified in the current IFU. There is no known patient injury/involvement.

Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). During investigation, it was discovered that the unit had undergone a deep disinfection process in august 2015. The unit was returned to livanova (B)(4) in august 2016 to undergo a second deep disinfection process and internal tubing replacement in response to the re-contamination reported by the customer. Visual inspection conducted during the deep disinfection process identified obvious residues and discoloration of the internal tubing. Through follow-up communication, livanova (B)(4) learned that the customer did not replace all accessories used with the device (connectors, external tubing, etc...) After receiving the device back following the deep disinfection process performed in august 2015. This leads to a high risk of cross contamination. The customer also reported that the samples that tested positive were taken prior to re-installation. The customer did not clarify if a cleaning and disinfection cycle was performed upon receipt of the unit following the august 2015 deep disinfection, as outlined in the instructions for use (IFU), before taking samples. Based on these findings, livanova (B)(4) has concluded that the users have not strictly followed the cleaning and disinfection instructions according to the IFU, and that cross-contamination is a likely root cause of the reported re-contamination. As corrective action, a field safety notice has been released to remind our customers about the importance of adhering to the water management and disinfection procedure outlined in the current instructions for use (IFU). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.